Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that there was a red alert due to the right ventricular (rv) lead impedance measurements being saturated. Currently the rv lead is in the septal position, additionally the patient has another rv lead in apical position that is capped and abandoned. Episodes of rv lead oversensing with pacing inhibition were observed in this pacemaker dependent patient and marked as 3 ventricular fibrillation (vf) beats. The noise on rv lead appeared to be a result of having the rrt sensor turned on. Boston scientific technical services (ts) reviewed the patient data on latitude and indicated that the out of range rv pace lead impedance measurement jump was sudden. Noise and oversensing lead to loss of capture > 2 seconds of pacing inhibition resulting in asystole was noted on the rv egm and is related to rrt oversensing. The physician called the patient and requested a patient initiated interrogation be performed. An impedance value >2000 ohm was observed for the rv lead and again there were several episodes of noise and oversensing events with different morphologies, and with a larger number of ventricular fibrillation (vf) beats and up to 2.5 seconds of pacing inhibition. As a result, the patient was hospitalized and follow up performed where they observed no capture at 7.5 v @ 1 ms with episodes of pacing inhibition. Subsequently, the physician decided to reprogram the automatic gain capture value to 1.5mv, and there was no pacing inhibition seen after that. Therapy was programmed off and left ventricular (lv) pacing only. The lead remains in use. The patient will be monitored until the planned revision takes place. No further adverse patient effects were reported.